Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported by the patient's family member that the patient had fallen backwards off the stairs and landed on the cement on their right side. The implantable neurostimulator (ins) was on the left side. It was a very hard, jarring fall where they hit their head and hurt their shoulder blade. They had gone to the hospital; the ins was not checked because they were more concerned about their head. They had pain at the ins site and stimulation did not seem to cover their pain like it used to. In the middle of the night they wake their spouse to turn up the stimulation so their pain was covered. The patient had more pain then they thought they should and they were taking pain medication. They reported that they sleep on their right side all the time and they were wondering if they could sleep on their left. Relevant medical history included radiculopathy and spinal pain. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.